Event description:
It was reported that the customer experienced a high blood glucose reading, although specific values were unknown and described as "high" by the device. There was no adverse impact on the customer¿s blood glucose level as corrective actions were taken. The customer administered a correction bolus via pump and received guidance to inspect the infusion site and equipment, leading to the decision to replace supplies if necessary. Tandem technical support educated the customer about proper cartridge usage and committed to sending replacement supplies when required.